Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in the mildly calcified, moderately tortuous left anterior descending (lad) artery. The lesion was pre-dilated with a 2.5x20mm maverick balloon at 10 atms. The physician attempted to place a taxus express2 3.0x28mm drug eluting stent, but was unable to cross the lesion. Upon withdrawal of the stent, it was noted that the proximal edge of the stent was flared. The procedure was completed with another taxus express2 stent, same size. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.